Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the endoscopic image of the subject device disappeared due to a defect in the camera cable. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of olympus europa se & co. Kg (oekg) the following was confirmed, the phenomenon was duplicated. Error message e311 is displayed. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is presumed that this case caused unexpected stress on the cable due to the handling of the user, resulting in the failure of the cable unit, which resulted in the absence of images and the occurrence of an error e311.